Event description:
Pt reported infusion device would not transition into the temporary basal rate increase mode. Pt replaced the power packs and attempted to place the device into the temporary basal rate increase mode, but it would not. He indicated that the "h" button would transition the device from "stop" to "run" and would set the time, but would not transition to the temporary basal rate increase mode. Pt did not report any physiological effects associated with this issue. No medical assistance was reported. Product was requested to be returned for evaluation.